Manufacturer narrative:
An investigation was completed to determine the cause of the reported issue. Based on the investigation, there is no indication that a da vinci device directly caused the conversion to open surgery. While there was no allegation that a malfunction of the da vinci system, instruments, or accessories occurred during the procedure, the use of da vinci products during this type of surgical procedure may have contributed to the conversion to open surgery. A review of the system logs revealed no related system errors occurred during the procedure.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the surgeon had problems with mobilization due to a large uterus and could not get a good view with the endoscope. As a result, the surgeon elected to convert the surgical procedure to open surgery. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was converted due to patient anatomy. The tumor size was larger than expected and the surgeon did not anticipate the conversion to open surgery prior to attempting to perform the da vinci-assisted surgical procedure. The surgeon had problems with mobilization due to the large uterus; therefore it was explained that the surgeon was more comfortable performing the procedure via open surgery. The surgeon was 1 hour into the procedure when he decided to convert to open surgery. The patient tolerated the conversion well and there was no patient harm or impact.